Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As the product remains implanted; visual evaluation of the device could not be performed. However, a retained sample of the same batch has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual setting temperature has been noticed during the test (temperature of the cement not exceeding 90°c). A review of the device manufacturing records, raw material certificate and sterilization certificate confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified contributing factors of event as significant cardiac history (cardiac ventricular septum wall thickening and mild aortic regurgitation.) A definitive root cause could not be determined. However, it can be noticed that bone cement implantation syndrom is a known inherent risk of device as per IFU paragraph "side effects". If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient with right traumatic femur fracture, was taken to surgery for right femoral head replacement and orif. During the procedure, the patient experienced bone cement implantation syndrome immediately post cement/femoral placement. Emergency measures were taken and patient was fully stabilized. Surgery then proceeded with the final implants placed and closure. Patient discharged to medical unit for recovery. Attempts have been made and no further information is available at the time of this report.